Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys anti-hav igm assay on a cobas e411 immunoassay analyzer (rack system). The patient was initially tested for total anti-hav ii, resulting in positive values: initial result: 0.251 coi. Repeat result: 0.239 coi. The sample was repeated because the patient did not have a history of confirmed anti-hav antibodies. The physician checked the anti-hav igm results and noted negative values: initial result: 0.409 coi. Repeat result: 0.392 coi. The patient was allegedly released from quarantine/isolation based on the initial laboratory results and was allowed to return to kindergarten. However, the patient did not feel well and was allegedly hospitalized for an acute hav infection. The patient was also alleged to be "at risk" of a liver transplant. The anti-hav igm levels at the time of hospitalization were not provided.

Manufacturer narrative:
The anti-hav igm reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). The alarm trace showed a sample clot alarm on (B)(6) 2025. The investigation is ongoing.

Manufacturer narrative:
The sample material was requested for investigation, but it was not available. Based on the calibration, the qc, and the alarm trace, there was no hint of a reagent or an instrument-related issue. The performance of the elecsys anti-hav ii assay and the anti-hav igm assay was as expected in the very early phase of infection. The product labeling states: "clinical sensitivity. Individual samples of patients during an acute phase of the hav infection: in 211/211 individual samples of clinically characterized patients with an acute hav infection, anti-hav igm antibodies were detected with the elecsys anti-hav igm assay and an anti-hav igm comparison test. The 95 % confidence range for the sensitivity is 98.3-100 %. Samples of monitored patients after an acute hav infection: anti-hav igm was measured in a total of 147 samples from 45 monitored patients after an acute hav infection using the elecsys anti-hav igm assay and an anti-hav igm comparison test. 122 samples were consistently positive, 14 samples were consistently negative. 10 out of 11 discrepant samples were from patients in the recovering phase (> 4 months after the first symptoms showed). 9 of these samples were negative with the elecsys anti-hav igm assay while they were positive or showed borderline values with the comparison test. One sample which was weakly positive with the elecsys anti-hav igm assay showed a borderline result with the comparison test. One sample which was positive with the elecsys anti-hav igm assay was negative with the comparison test. This sample from a very early hav seroconversion phase was confirmed positive with a third anti-hav igm test." The investigation did not identify a product problem. The reagent performs within specifications.